Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7134294/7134270.

Event description:
It was reported that the patients incision had not healed. Multiple debridements were performed by wound care, and their notes indicate that the wound size is decreasing. However, granulation tissue and slough with surrounding erythema are still present. A home nurse will start this week to assist with dressing changes. There is concerning swelling in the ipg pocket, and the patient has been administered antibiotics.

Event description:
It was reported that the patients incision had not healed. Multiple debridements were performed by wound care, and their notes indicate that the wound size is decreasing. However, granulation tissue and slough with surrounding erythema are still present. A home nurse will start this week to assist with dressing changes. There is concerning swelling in the ipg pocket, and the patient has been administered antibiotics. Additional information was received that patient spinal cord stimulator (scs) devices were explanted and will not be return.